Event description:
It was reported on (B)(4) 2012 that compositcp screw was implanted into the tibia on (B)(6) 2012. After checking, doctor felt the screw and removed it to find that the screw has been fractured. A small fragment had been left in the pt. Current info is insufficient to permit a conclusion as to the cause of the event. Analysis is in progress but not complete. Upon completion of eval of the screw, a f/u report will be sent to the FDA.